Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Asku. Implant date: if implanted, give date: not applicable, as lens was not implanted. Explant date: if explanted, give date: not applicable, as lens was not implanted, hence not explanted. Email address: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted, removed and back-up iol used due iol exited the cartridge before fully inserted into the patient's right eye. It was noted that the lens touched the patient's eye. The lens was removed from the eye and the procedure was completed using another lens of the same model and diopter. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 5, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. A piece of the lens could be observed to be stuck inside of the cartridge. The handpiece was disassembled and the assembly was inspected, no assembly issues that could contribute to or cause the complaint or observed issue could be identified. The lens was cleaned and, it could be observed to be torn at the spare tire around a haptic. The complaint issue dc-uncontrolled delivery was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.